Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient¿s ¿line¿ came out during the night. The patient reported they lost their lead while sleeping. The patient was advised to contact their healthcare provider. It was noted the trial began on (B)(6) 2017 and would end on (B)(6) 2017. No patient symptoms were reported. No further complications were reported.